Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tissue sticked to the force bipolar instrument tip and it was very difficult to get the tissue loose from the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tissue was sticking to the jaws, but the surgeon was able to release it after some time. There were no problems removing the instrument through the cannula, no visible damage, and no missing fragments. The issue was resolved by replacing the instrument.